Manufacturer narrative:
A supplemental MDR is being submitted as a related manufacturing report number is now available. B4, g3, and h2 have been updated. Additional information has been provided in h10.

Manufacturer narrative:
Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate a procedural factor (pacing failure) caused this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of two manufacturing reports being submitted for this case; the related manufacturer report number is to be determined.

Event description:
As reported by our edwards lifesciences japan associate, during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, a 26 mm sapien 3 ultra resilia valve was deployed with nominal contrast solution volume. After valve was implanted, mild paravalvular leak (pvl) was observed and thus post-dilation was performed with the same contrast solution volume as valve deployment. During post-dilation, pacing failure occurred and the valve popped up to stj. The second 26 mm sapien 3 ultra resilia valve was deployed on the underside of the first valve. The first valve migrated to the ascending aorta side and the valve skirt positioned at the left main (lm) ostium. At the time, partial lm stenosis was caused by the first valve. The second valve was planned to be placed on the underside of the first valve without interfering, but ultimately, the upper end of the second valve overlapped with the lower edge of the first valve. Additionally, the second valve pushed the lower edge of the first valve, which caused the lm occlusion. The patient went into cardiac arrest. Percutaneous cardiopulmonary support (pcps) was initiated and emergency percutaneous coronary intervention was attempted but unable to be performed. Only a wire could be inserted into the coronary artery, but a balloon backup stent could not be inserted. A balloon was inserted into the gap between the first valve and left coronary cusp and ballooning was performed several times. On postoperative day (pod) 2, pcps and intra-aortic balloon pump (iabp) were removed. On pod 3, the patient weaned from the ventilator. There were no findings of increased st. Creatine kinase was about 200 to 300u/l with no obvious elevation.